Event description:
Age at time of event. Adult. The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified concentration of orencia. The option-lok male adapter of the tubing set was connected to an unspecified smartsite port. After an unspecified length of time in use, it was reported that the option-lok male adapter of the tubing set disconnected from the smartsite port and an unspecified volume of medication leaked onto the pt. The pt notified the nurse. It was reported the nurse reconnected the option-lok male adapter of the tubing set to the smartsite port, taped the connection, and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).